Event description:
A malfunction was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. In response, the customer was advised to use multiple daily injections (mdi) as a backup therapy and was informed that they would receive a replacement pump with updated software.